Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the patient's blood glucose exceeded 600 mg/dl due to a bent infusion set cannula. The patient has had three bent cannulas this month. Prior to the call, the patient's blood glucose was 456 mg/dl due to a cannula bend; she also had large ketones. The patient treated via manual insulin injection. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis.